Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and syncope. A possible pacing failure was also reported. It was noted that the implantable pulse generator (ipg) was performing as programmed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.